Event description:
It was reported the patient had problems with device since it was implanted. The stimulation was working on one side, however, not the other. The manufacturer's representative had tried everything to get it to work without success. It was unclear what was wrong with the system. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).